Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation for clogged needle, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: over a dozen times the past couple of weeks, the prep nurses at the covid vaccination clinic had difficulty with the syringe pressure when a needle was applied. When pulled back to prepare to inject air into the vial, the plunger wouldn't remain in place and would pop back into the original position. We thought at first it was the syringe but after testing them, we realized it was the needle. Some needles caused this to happen to the syringe. If we removed that needle and attached another one, it wouldn't happen. It was hit or miss, not all the time.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: 2. Over a dozen times the past couple of weeks, the prep nurses at the covid vaccination clinic had difficulty with the syringe pressure when a needle was applied. When pulled back to prepare to inject air into the vial, the plunger wouldn't remain in place and would pop back into the original position. We thought at first it was the syringe but after testing them, we realized it was the needle. Some needles caused this to happen to the syringe. If we removed that needle and attached another one, it wouldn't happen. It was hit or miss, not all the time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.